Event description:
Md was attempting to remove jp drain at bedside, drain snapped with no tension and the perforated portion was retained intracorporeally. Xray confirmed, pt taken to or that pm for exploratory lap and removal of drain. Remnant of drain removed, drain had separated at the junction of clear plastic and white plastic with a cuff of clear plastic around white plastic. There were no sutures through the drain and was in no way ensnared by the closure from the prior surgery. Product sent to materials management to supply chain to send to company. Technique of drain removal was confirmed to be accurate and appropriate.